Manufacturer narrative:
During follow-up, the patient said she noticed no defects or malfunction with the f12 product. She thought perhaps she could be sensitive to plastic. She said she does not use lubricant when catheterizing and doesn't follow a set routine but catheterizes whenever she cannot void. Cure medical's nurse consultant advises using lubricant when catheterizing, and the patient as advised to ask her doctor about it.

Event description:
Intermittent catheter patient (user) said she has gotten an increase in urinary tract infections (uti's) and does not know why. She thinks that the lubrication on the catheters is causing her uti's. Every time she catheterizes, she gets a uti. During follow-up, the patient said she went to the emergency room due to an increased blood pressure, and they discovered she had a uti. She was prescribed an antibiotic and just finished the course. She was tested and found to be free of infection and feels fine.